Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
(B)(4). Aortic regurgitation in bioprosthetic heart valves occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Acute leaks observed in the peri-operative period can occur from technique related issues such as suture looping. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. This is not a result of product malfunction; however, the suture restricts the leaflet motion, prohibiting coaptation, and may result in mild to severe regurgitation. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Although there have been attempts to receive further information regarding the event, no additional details were provided due to patient privacy laws. At this time, edwards lifesciences is unable to confirm the clinical observation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
Edwards received information that one (1) year, seven (7) months post-implantation of this 27mm bioprosthetic aortic heart valve, a transcatheter valve was implanted (valve-in-valve) due to possible suture looping. As reported, pre-operative echocardiogram demonstrated aortic regurgitation with what appeared like a suture that had trapped a leaflet. A 26mm transcatheter valve was implanted with difficulty crossing the valve; however, the transcatheter valve was ultimately able to be deployed. The patient is indicated as doing well.